Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5; g3; h3; h6. The following section was corrected: h6 component code. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Device history record review cannot be performed without product identification. Device is used for treatment. Reported event is not related to a combination of products; therefore, a compatibility review is not applicable. Complaint history review cannot be performed without product identification. Medical records were not provided. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. Complaint is not confirmed. D4: attempts have been made to gather all product identification information and no further information has been provided. Mechanical (g04) - impactor. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in australia. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a femoral impactor broke. Attempts have been made and no further information has been provided.